Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data. Visual inspection revealed that the battery compartment was cracked. No evidence of moisture ingress was observed inside of the battery compartment. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed; the reported event was not duplicated. The pump case was removed, and no internal defects were found. The relation of the battery compartment damage to the reported event could not be determined, as the reported event was not duplicated.